Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin therapy. System check was performed with tandem technical support and there was a blockage at the site. Customer blood glucose level was 200-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.